Event description:
It was reported that there is a device related thrombus. On (B)(6) 2020 a left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned and a 30mm watchman laa closure device & delivery system (wds) were used. The procedure was completed successfully and the closure device was implanted in the laa of the patient. There was a small 4mm residual leak around the device, but no action was taken for this. The patient was discharged on rivaroxaban and clopidogrel. On (B)(6) 2020 the patient had a gastrointestinal bleed and was admitted to the hospital following the procedure. The patient was subsequently taken off of their rivaroxaban medication. On (B)(6) 2020 the patient went back to the hospital for a follow up cta scan. At this time it was noted that the patient had a device related thrombus. The patient remained stable and was placed on apixaban. They will be brought back for a repeat CT scan to reassess at a future date. There were no other reported complications and the case is still ongoing.